Event description:
It was reported that the patient experienced swelling and a burning sensation on their face and needed an MRI. It was unclear if the facial compliant was due to the neurostimulator. Impedance testing showed a value of 3410 ohms and <15 microa on the combination of case to electrode 6. (Tested at 4 volts, 210 microsec.) All other combinations with electrode 6 showed >4000 ohms. When the impedance testing was performed at 450 microsec. Case to electrode #6 showed a value of >4000 ohms and <15 micro a. Additional information was requested.

Manufacturer narrative:
(B)(4).